Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through telephone call from hvt sales representative. Follow up with the health care provider (via telephone) produced no additional information. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported by ron ronald (perfusion department at morton plant hospital) that the ring was explanted at implant due to a failed ring repair. The device was discarded therefore it is not available for return..

Manufacturer narrative:
It has been determined that this is a duplicate complaint therefore it is not reportable/not a complaint. Please reference manufacturer report number: 2015691-2009-10599.